Event description:
It was reported by the patient that he became blind due to "blood clots" that developed from having atrial fibrillation (af). It was also reported by the patient that when he went to the emergency room two times in one year, the device was never interrogated. The patient feels that if the device would have been interrogated, af would have been identified and ultimately prevented him from going blind. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and not analyzed since device met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that he became blind due to "blood clots" that developed from having atrial fibrillation (af). It was also reported by the patient that when he went to the emergency room two times in one year, the device was never interrogated. The patient feels that if the device would have been interrogated, af would have been identified and ultimately prevented him from going blind. The device was explanted and replaced. No further patient complications were reported as a result of this event.